Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime/fill anomaly and no failed battery test anomaly during test noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not working well. The customer¿s blood glucose was unknown. Customer reported that they were unable to exit the preparing to prime loop. Customer reported that they did not received second series of beeps and number appear on the display. Customer was advised to clear the failed battery alarm with esc and act button. Customer was advised to perform self test. Customer reported that the insulin pump not working and not doing anything. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.